Event description:
During routine manufacturing, a small fire occurred on one of the printed circuit boards inside the surgeon console electronic chassis. The system was in the initial steps of system level testing, and was in operation for approximately an hour and a half when the operator noticed a board on fire in the electronic chassis. The system was in an operating mode that is not representative of a finished device, and the chassis cover and enclosure was not yet installed.